Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed influenza pneumonia. The patient's fever had subsided, and they were noted to have stable respiratory state and good blood oxygen saturation level. The physician decided to place the patient under observation, and a routine examination would be performed the following day. The patient was then released home the following day. Two hours after that, the patient was reported as deceased. The cause of death was not specified. A subsequent device check showed that the implantable pulse generator (ipg) was functioning normally, however the physician did not dissociate the device with the cause of death. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.